Event description:
The user facility reported that during a patient procedure their 4085 surgical table unlocked and had to be manually relocked. No report of injury or procedure delay.

Manufacturer narrative:
A steris service technician arrived onsite to inspect the 4085 surgical table and could not duplicate the reported event. As a proactive measure the technician replaced the floor lock manifold and height harness. The technician tested the table, confirmed it to be operating according to specification, and returned it to service. The unit was manufactured in 2013 making it approximately 11 years old at the time of the event. A steris account manager offered in-service training on the proper use and operation of the 4085 surgical table; however, the user facility declined. No additional issues have been reported. UDI related data clarification - the device subject of the event was manufactured prior to UDI compliance; therefore, UDI is not applicable and was not included in the MDR.